Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The power monitor was out of calibration. The company representative calibrated it, to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 11, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the power monitor being out of calibration. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low laser power before a procedure.